Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced lightheadedness, vision blurry, malaise, balance problems, and passed out. According to the report, the patient had slurred speech in the early morning. An unspecified person took the patient to the hospital. At an unspecified moment during the episode, the egv was 250 mg/dl and the bg was 420 mg/dl. Treatment for symptomatic hyperglycemia was not specified. According to the documentation, the patient declined to provide further details about the episode. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.